Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be physical stress such as the insertion section rubbing against some hard object. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope: 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope had rubber leak. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube coating was peeling (1mm squared or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to deformation of the electrical connector and a cut on the distal sheath, water tightness was lost; due to wear of the angle wire, the bending angle in the up/down direction did not meet the standard value; the distal end, distal sheath, control unit and the universal cord were scratched; the adhesive on the distal sheath was detached. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient, event and device cleaning. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.